Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a tlif at l4/5 to treat lscs (lumbar spinal canal stenosis) and a post-operative infection occurred. The infection was treated with medication, according to the report. It was also reported that the cage(s) is migrating because bone fusion has not occurred yet. No other patient complications were reported.